Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips the device was unable to acquire limb lead ECG. There was no patient harm.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board.